Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No scrolling numbers anomaly was noted. The insulin pump was received with minor scratched display window, broken battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 157 mg/dl. The customer stated that the numbers on her pump stopped scrolling. The customer stated that after dinner, she went to lie down but could not act on the blood glucose for a bolus. The customer stated that the glucose number is moving with stopping. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.